Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. From past investigations, this failure is usually consistent with excess torque being applied on the inserter while implanting the anchor. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff procedure, the tip of a 4.5mm healix advance peek anchor&#62688;(222303) inserter broke off in the anchor as the surgeon tried to retract it from the patient. The surgeon removed the broken piece of tip along with the anchor from the patient. The surgeon inserted a 4.5mm healix advance peek anchor (222304) in the same bone hole and the tip of this inserter broke off in the anchor. The surgeon left the inserter tip fragment contained within the anchor in the patient. There was a ten minute delay in the procedure due to the problems with the complaint devices, with no reported adverse patient consequences. See associated medwatch # 1221934-2015-00824.

Event description:
The sales rep reported that during a rotator cuff procedure, the tip of a 4.5mm healix advance peek anchor¿s (B)(4) inserter broke off in the anchor as the surgeon tried to retract it from the patient. The surgeon removed the broken piece of tip along with the anchor from the patient. The surgeon inserted a 4.5mm healix advance peek anchor (B)(4) in the same bone hole and the tip of this inserter broke off in the anchor. The surgeon left the inserter tip fragment contained within the anchor in the patient. There was a ten minute delay in the procedure due to the problems with the complaint devices, with no reported adverse patient consequences. See associated medwatch # 1221934-2015-00824.